Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening and migration of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is loosening and a little subsidence visible tibially. Migration can be confirmed according to the given clinical information. There is no clear reason visible for the loosening. A patient related factor with poor bone substance is likely.¿ although the issue is most likely related to poor bone substance, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to implant loosening.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to implant loosening.